Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: g4; h2; h3; h6. Reported event was confirmed by review of medical records noting patient was experiencing elevated metal ion levels, the liner was showing signs of wear and corrosion. During the procedure, there was cloudy joint fluid and negative gram stains noted. There were scratches on the poly but no metal debris embedded. Corrosion stamping and discoloration along the trunnion, black material at the neck consistent with fretting/corrosion debris and debris noted within the head ring. The trunnion was cleaned and remained implanted. Pseudocapsule was noted as thickened and was debrided. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803601 ¿ cocr head ¿ 60900927. 00771101500 ¿ m/l taper stem ¿ 61070690. 00620006022 ¿ shell ¿ 61157327. 00625006525 ¿ bone screw ¿ 61159884. Customer has indicated that the product will not be returned to zimmer biomet as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 02073. 0002648920 - 2020 - 00264.

Event description:
It was reported that patient underwent a right hip revision approximately 8 years post implantation due to elevated metal ion levels and poly wear. During the surgery, corrosion was found along the entire trunnion of the stem. Thickening of the pseudocapsule was found and debrided. Attempts have been made and additional information on the reported event is unavailable at this time.